Manufacturer narrative:
Block e1: initial reporter address 1: (B)(6). Block h6: problem code a041001 captures the reportable event of balloon pinhole. Block h10: investigation result: a visual examination of the returned complaint device found that the balloon and the catheter of the device did not have any damages. Microscopic analysis was performed, and it was noticed that the balloon had a pinhole, which confirms the reported event. Functional analysis was performed, and the balloon was inflated without a problem; however, the balloon would not hold pressure due to a pinhole in the distal section on the body of the balloon. It is possible that the technique used by the physician and/or the interaction with the scope could have caused the balloon pinhole and for this reason did not hold the pressure during the procedure. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2021. During the procedure, there was a hole on the balloon and a leak was confirmed. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter address 1: (B)(4). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro gi wireguided dilatation balloon was used in the esophagus during an esophageal dilation procedure performed on (B)(6) 2021. During the procedure, there was a hole on the balloon and a leak was confirmed. Additional clarification to determine the size/nature of the hole has not been provided, so the reported event will be considered a pinhole. The procedure was completed with another cre pro gi wireguided dilatation balloon. There were no patient complications reported as a result of this event.